Event description:
Information received from the field notes that the patient presented saying that he had been feeling symptomatic for several months. Interrogation revealed loss of atrial capture. The lead was found to have fallen into the ventricle.